Event description:
It was reported that during a follow up, noise episodes on the ventricular lead was observed. The patient received inappropriate therapies. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.